Event description:
It was reported that the patient presented in the emergency room with atrioventricular block. Upon interrogation, loss of pacing capture was observed and the patient required an external pacemaker to recover from av block. X-ray revealed that the ventricular lead had dislodged. During lead revision, the lead exhibited an insulation abrasion. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.